Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 -the patient underwent surgery for repair of a left inguinal hernia. As reported, bard/davol 3dmax mesh, was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and "remove it." The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax mesh.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 -the patient underwent surgery for repair of a left inguinal hernia. As reported, bard/davol 3dmax mesh, was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and "remove it." The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax mesh. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia and underwent laparoscopic repair with implant of 3dmax mesh. Per operative report details, "the hernia in the left groin was identified and dissected down. A large piece of 3dmax (left) was then placed". (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia and mesh migration thereby underwent mesh explant. Per operative report details, "the mesh had eroded and was all entangled in a ball. It was completely removed. The hernia sac was dissected out of the contents of spermatic cord, there is a cord lipoma which was also excised. An extra-large plug and patch mesh was then placed and anchored". Attorney alleges that the patient had adhesions, infection, mesh migration, pain and hernia recurrence.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the date of event and brand name. Based on the available information, no conclusion can be made. Per medical records review, about 9 months post implant of 3dmax mesh, patient had hernia recurrence, inflammation, migrated, eroded and entangled mesh thereby underwent mesh explant. Per the op-notes, ¿the mesh had apparently migrated and bunched up like a ball¿. The instructions-for-use (IFU) supplied with the device lists inflammation as a possible complication. Updated fields: a2, a4, b4, b5, b6, b7, d6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: b3 (date of event), d1 (brand name) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.